Manufacturer narrative:
Other, other text: h2: see a1, b3 and h6 (patient code).

Event description:
Additional information was received indicating that the issue did not interrupt therapy and there was no patient involvement.

Manufacturer narrative:
See h7. Device evaluation: the device was returned for investigation. The smiths label was intact, and the screen was scratched. There was evidence of the reported failure in the event logs. The device was tested, and the reported failure was confirmed. The root cause of the reported failure can be attributed to the motor. The motor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error 1873. There was no reported adverse event.